Event description:
Event was reported to caldera medical by an attorney. The patient has suffered pain, dyspareunia, constant urinary tract infections, reoccurrence of stress urinary incontinence, and emotional distress. No further information has been provided.